Manufacturer narrative:
2203 = host tissue overgrowth, stenosis. H3: examination of the valve in co's laboratory revealed host tissue overgrowth had encroached onto each cusp of the valve and appeared to have fused each commissure which resulted in stenosis of the effective orifice area, multiple disruptions and incomplete coaptation. The majority of host tissue overgrowth has been removed prior to our receipt which resulted in mechanical disruptions in the hinge area of each cusp and appeared artifactual of explant. X-ray analysis revealed minor foci of calcification within the aortic wall of the right and left-coronary cusps. Stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysis.

Event description:
This event was reported as stenosis, mitral regurgitation and coronary artery disease. No further info provided.